Event description:
The customer contact reported a charred ac power cord. The device was returned to the biomedical dept with a report of a "crackling noise" coming from the ac power cord. No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. During a visual inspection at the user facility, it was noted that the ac power cord had a small crack in the outer covering and the inside wires were charred. This was noted where the detachable ac power cord enters the device. Though requested no additional info was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. (B) (4)